Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received one 24ga insyte autoguard unit within an open package from lot number 9158629. All components of the assembly were present. The returned sample was investigated for foreign matter and a burred catheter. Through the visual examination, there was no evidence of foreign matter found on any of the components of the unit (i.e. Catheter, needle, needle cover.) Traces of lube (non-foreign) were visible on the catheter and needle tips. The lube observed on the tip is part of the manufacturing process and is applied by a spray process. This is an approved part of the product design to minimize the insertion and threading forces during the usage. No burrs were observed on the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc has been found deformed before use. The following has been provided by the initial reporter: before use, the catheter tip was burr.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc has been found deformed before use. The following has been provided by the initial reporter: before use, the catheter tip was burr.